Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous arteriovenous shunt. A 9.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during first inflation at 4 bars, the balloon burst. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient condition was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 18 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the distal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous arteriovenous shunt. A 9.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during first inflation at 4 bars, the balloon burst. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient condition was stable.